Event description:
Three days after pump implant, the pt had symptoms resembling meningitis, but was seen and treated and did "remarkably well". At an unspecified time, she began having swelling on her back where the catheter was inserted. Her neurosurgeon said she was having some leakage around the catheter site; he said this was common with active children. Her neurologist increased her dosage of baclofen to 100 mcg after she had the pump for about a month. She then began to have increased swelling on her back (golf ball size) and also in from where her pump was located. The neurosurgeon went in again in march and took add'l stitches and may also have used glue. After this procedure, the swelling stayed down for about 6 weeks. Her dynamic tone improved and she actually began taking more independent steps, so they felt the baclofen was finally being delivered in the full dose. The pt was again having increased swelling at both the catheter insertion site on the back and over the pump insertion site on her front. Her therapists noticed an increase in her spasticity. Her ability to walk was also diminished. They had an appt scheduled with her neurosurgeon.